Event description:
Patient reported to the ae assessor that she was having high blood glucose in the 400 range. The patient noticed her bg was in the 200 range in the morning and she states her bg has continued to rise through the day. Patient denies any external contributing factors to the hyperglycemia and believes the vgo needle is engaged. Patient boluses 3 clicks per meal and stated she does not think the vgo is delivering insulin. The patient reports that her vision prevents her from monitoring the viewing window and filling the devices herself. Patient states she has friends fill her vgo for her.